Manufacturer narrative:
Mckesson medical surgical is the assembler of the ancillary convenience kit to support the u.s. Government's covid-19 vaccination program. We previously reported this event to (B)(4) but recognize due to a retrospective review that this event should have also been reported as an MDR to FDA. As part of our continuous improvement goals we are providing this MDR for review.

Event description:
The customer reported the syringe did not eject the full 0.3ml pfizer dose. Unknown dose amount leaked out of the syringe after the plunger pushed down and retractable syringe activated. No information was received regarding any serious injury as a result of this product malfunction.